Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation. The customer's reported complaint issue was not confirmed after evaluation and testing by olympus of the returned device. The device was returned to olympus brooklyn park on 11feb2021 packaged in the original tray with the tyvek lid. Lot number was confirmed to be fr911763. The jaws were returned in the open position with the latch in the locked position. Jaws are in good condition, symmetrical, no apparently physical damage. The flare is intact and free from damage. The shaft is straight and in good condition with no physical damage. Jaw aperture was measured (cal ID: cal-060, calibration due aug2021) as approximately 0.3165 jaws mesh well and are aligned as designed. Jaw insulation is in good condition. The blade extends and retracts smoothly, no visible defects. Lubricant is present on the blade push rod. No chips on the cutting edge. Blade cuts as designed. The selector switch functions as designed. Jaws open and close smoothly. To test functionality the device was plugged into a olympus esg-400 (cal ID: gen-058, cal due: agu2021). The device was recognized and default settings were allied (100w effect 3) the device functioned as intended with multiple successful coagulation cycles on sample tissue at all three effect stages. Device passed all physical inspection and functional testing, performed as designed. The customers complaint was not confirmed as the phenomenon could not be replicated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The subject device was not returned for evaluation. Review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Per the IFU: pre-test the device to verify complete electrical activity and generator setting. Position the device as desired for grasping, coagulation, and transection of tissue. This may be improved through the use of the rotation wheel controlling the orientation of the forceps jaws. Do not grasp tissue beyond the serrated teeth. Ensure forceps jaws are in contact only with the anatomical structure to be coagulated. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic myomectomy procedure, the device exhibited poor sealing performance with message (functional mode¿effect 2) message. The device was replaced with the same set of equipment. Serial number used was not provided. The intended procedure was completed. There was no patient harm or injury reported due to the event.